Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the tip of the driver broke off in the set screw. The tip was removed with suction. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.